Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("was treated presumptively for pelvic inflammatory disease") and ovarian cyst ("left ovarian cyst") in a (B)(6)-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: before essure, her menstrual periods were not nearly as painful, and she had no problem with going about her daily life. In 2009, the patient had essure inserted, under anesthesia local. In 2009, the patient experienced pelvic pain ("pelvic pain since essure was placed / she rated the pain at a five or six out of ten / was treated but pain only slightly improved / the pain was getting worse and was always present, rating it from five to nine out of ten in severity") and abdominal pain lower ("cramping since essure was placed / pain began in her abdomen and later began radiating down to her legs / pain while walking"). In (B)(6) 2014, the patient experienced vulvovaginitis ("vulvovaginitis") with dyspareunia and vaginal infection ("vaginitis"). On (B)(6) 2016, the patient experienced abdominal pain upper ("right upper quadrant abdominal pain") and nausea ("nausea"). On (B)(6) 2016, the patient experienced fatigue ("fatigue / felt fatigued"), weight increased ("weight gain"), dizziness ("dizziness") and abdominal tenderness ("generalized abdominal tenderness"). On (B)(6) 2017, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea"), migraine ("migraines"), alopecia ("hair loss"), fallopian tube disorder ("post-tubal ligation syndrome"), post procedural complication ("post-tubal ligation syndrome") and ovarian cyst (seriousness criterion medically significant). The patient was treated with surgery (robotic bilateral salpingectomy with removal of the essure was performed on (B)(6) 2017) and surgery (left ovarian cystectomy performed on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic inflammatory disease, pelvic pain, abdominal pain lower, vulvovaginitis, vaginal infection, abdominal pain upper, nausea, fatigue, weight increased, dizziness, abdominal tenderness, dysmenorrhoea, migraine, alopecia, fallopian tube disorder, post procedural complication and ovarian cyst had resolved. The reporter considered abdominal pain lower, abdominal pain upper, abdominal tenderness, alopecia, dizziness, dysmenorrhoea, fallopian tube disorder, fatigue, migraine, nausea, ovarian cyst, pelvic inflammatory disease, pelvic pain, post procedural complication, vaginal infection, vulvovaginitis and weight increased to be related to essure. The reporter commented: after her annual exam in (B)(6) 2017, she was treated with an unspecified medication for pid. In (B)(6) 2017 the pathology report for the procedure, noted the essure coils and patchy submucosal fibrosis of both fallopian tubes. It was also informed that until her removal surgery she could not have reasonably concluded that her symptoms were caused by the essure, but following it, the cause became obvious, due to their resolution. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2017: correct placement of essure was not confirmed. On (B)(6) 2017 doctor scheduled an hsg exam to assess the position of essure coils. Hysterosalpingogram - on (B)(6) 2017: essure devices in appropriate positions. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('was treated presumptively for pelvic inflammatory disease') and ovarian cyst ('left ovarian cyst') in a 44-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anesthesia local in 2009. Before essure, her menstrual periods were not nearly as painful, and she had no problem with going about her daily life. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain ("pelvic pain since essure was placed / she rated the pain at a five or six out of ten / was treated but pain only slightly improved / the pain was getting worse and was always present, rating it from five to nine out of ten in severity") and abdominal pain lower ("cramping since essure was placed / pain began in her abdomen and later began radiating down to her legs / pain while walking"). In (B)(6) 2014, the patient experienced vulvovaginitis ("vulvovaginitis") with dyspareunia and vaginal infection ("vaginitis"). On (B)(6) 2016, the patient experienced abdominal pain upper ("right upper quadrant abdominal pain") and nausea ("nausea"), 7 years 3 months after insertion of essure. On (B)(6) 2016, the patient experienced fatigue ("fatigue / felt fatigued"), dizziness ("dizziness") and abdominal tenderness ("generalized abdominal tenderness") and was found to have weight increased ("weight gain"). On (B)(6) 2017, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced ovarian cyst (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), migraine ("migraines"), alopecia ("hair loss"), fallopian tube disorder ("post-tubal ligation syndrome"), post procedural complication ("post-tubal ligation syndrome"), headache ("headaches"), genital haemorrhage ("genital bleeding/ abnormal bleeding"), autoimmune disorder ("autoimmune symptoms") and hypersensitivity ("hypersensitivity symptoms"). The patient was treated with surgery (left ovarian cystectomy performed on (B)(6) 2017 and robotic bilateral salpingectomy with removal of the essure was performed on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic inflammatory disease, ovarian cyst, pelvic pain, abdominal pain lower, vulvovaginitis, vaginal infection, abdominal pain upper, nausea, fatigue, weight increased, dizziness, abdominal tenderness, dysmenorrhoea, migraine, alopecia, fallopian tube disorder and post procedural complication had resolved and the headache, genital haemorrhage, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, abdominal tenderness, alopecia, autoimmune disorder, dizziness, dysmenorrhoea, fallopian tube disorder, fatigue, genital haemorrhage, headache, hypersensitivity, migraine, nausea, ovarian cyst, pelvic inflammatory disease, pelvic pain, post procedural complication, vaginal infection, vulvovaginitis and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: after her annual exam in (B)(6) 2017, she was treated with an unspecified medication for pid. In (B)(6) 2017 the pathology report for the procedure, noted the essure coils and patchy submucosal fibrosis of both fallopian tubes. It was also informed that until her removal surgery she could not have reasonably concluded that her symptoms were caused by the essure, but following it, the cause became obvious, due to their resolution. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: results: essure devices in appropriate positions. Ultrasound scan vagina - in (B)(6) 2017: results: correct placement of essure was not confirmed. Diagnostic results: on (B)(6) 2017 doctor scheduled an hsg exam to assess the position of essure coils. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2020: quality-safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('was treated presumptively for pelvic inflammatory disease') and ovarian cyst ('left ovarian cyst') in a 44-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anesthesia local in 2009. Before essure, her menstrual periods were not nearly as painful, and she had no problem with going about her daily life. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain ("pelvic pain since essure was placed / she rated the pain at a five or six out of ten / was treated but pain only slightly improved / the pain was getting worse and was always present, rating it from five to nine out of ten in severity") and abdominal pain lower ("cramping since essure was placed / pain began in her abdomen and later began radiating down to her legs / pain while walking"). In (B)(6) 2014, the patient experienced vulvovaginitis ("vulvovaginitis") with dyspareunia and vaginal infection ("vaginitis"). On (B)(6) 2016, the patient experienced abdominal pain upper ("right upper quadrant abdominal pain") and nausea ("nausea"), 7 years 3 months after insertion of essure. On (B)(6) 2016, the patient experienced fatigue ("fatigue / felt fatigued"), dizziness ("dizziness") and abdominal tenderness ("generalized abdominal tenderness") and was found to have weight increased ("weight gain"). On (B)(6) 2017, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced ovarian cyst (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), migraine ("migraines"), alopecia ("hair loss"), fallopian tube disorder ("post-tubal ligation syndrome"), post procedural complication ("post-tubal ligation syndrome"), headache ("headaches"), genital haemorrhage ("genital bleeding"), autoimmune disorder ("autoimmune symptoms") and hypersensitivity ("hypersensitivity symptoms"). The patient was treated with surgery (left ovarian cystectomy performed on (B)(6) 2017 and robotic bilateral salpingectomy with removal of the essure was performed on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic inflammatory disease, ovarian cyst, pelvic pain, abdominal pain lower, vulvovaginitis, vaginal infection, abdominal pain upper, nausea, fatigue, weight increased, dizziness, abdominal tenderness, dysmenorrhoea, migraine, alopecia, fallopian tube disorder and post procedural complication had resolved and the headache, genital haemorrhage, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, abdominal tenderness, alopecia, autoimmune disorder, dizziness, dysmenorrhoea, fallopian tube disorder, fatigue, genital haemorrhage, headache, hypersensitivity, migraine, nausea, ovarian cyst, pelvic inflammatory disease, pelvic pain, post procedural complication, vaginal infection, vulvovaginitis and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: after her annual exam in (B)(6) 2017, she was treated with an unspecified medication for pid. In (B)(6) 2017 the pathology report for the procedure, noted the essure coils and patchy submucosal fibrosis of both fallopian tubes. It was also informed that until her removal surgery she could not have reasonably concluded that her symptoms were caused by the essure, but following it, the cause became obvious, due to their resolution. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: results: essure devices in appropriate positions. Ultrasound scan vagina - in (B)(6) 2017: results: correct placement of essure was not confirmed. Diagnostic results: on (B)(6) 2017 doctor scheduled an hsg exam to assess the position of essure coils. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: pfs received: event headache, genital bleeding, autoimmune disorder and hypersensitivity added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.